Event description:
It was reported that the patient developed a staphylococcus aureus infection after pump implant. The device system was explanted ap proximately 3 months after implant. No additional information was available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type catheter. (B)(4).